Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.  (B)(4).

Event description:
The literature article entitled, "cementless modular total hip arthroplasty with subtrochanteric shortening osteotomy for hips with developmental dysplasia" written by masaki takao, md, phd, kenji ohzono, md, phd, takashi nishii, md, phd, hidenobu miki, md, phd, nobuo nakamura, md, phd, and nobuhiko sugano, md, phd published by the journal of bone and joint surgery 2011;93:548-55 doi:10.2106/jbjs.I.01619 was reviewed. The article's purpose: "the purpose of this retrospective study was to analyze the functional and radiographic results of cementless, modular total hip arthroplasty combined with subtrochanteric osteotomy for the treatment of patients who had crowe group-IV developmental dysplasia of the hip as a child." The data was compiled from 25 patients (2 men and 23 women) with 33 hips that received tha implants from september 1997 to december 2004. It is noted that two patients also received an osteotomy in conjunction with the implantation. Depuy products utilized: s-rom modular stem and the s-rom ztt I acetabular cup (24 hips) with poly liners. Non-depuy acetabular components were utilized in remaining 9 hips along with non-depuy poly liners. All patients received cocr femoral heads. Adverse events without product identifiers: intraoperative femoral fracture successfully stabilized by wiring (4 hips), dislocation within 1 week post op with well positioned cup treated with closed reduction and cast immobilization for 3 weeks (1), dislocation within 10 days post op initially treated by bracing and reoccurred 5 years post op requiring revision surgery (1) without indication of explanted components, radiographic findings of stress shielding (various grades in all hips) without indication of intervention, radiographic findings of heterotopic ossification (1 hip) without indication of intervention, radiographic findings of non-union at osteotomy site that self healed average of 3.6 months (2), radiographic findings of small focal osteolysis on greater trochanter (1) without indication of intervention. The article does not discuss wear or any detection/findings of debris. The article does not provide adequate information for accurate quantity as a patient may experience more than one adverse event. The article does not specify which adverse events is related to depuy products. The article identifies one patient in a radiographic image which is captured on a linked complaint.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.